Event description:
It has been reported that the syringe 3ml ll 23ga 1-1/4in tw has been found experiencing 900 occurrences of defective stoppers before use. The following has been provided by the initial reporter: the stopper is difficult to be pushed and pulled

Manufacturer narrative:
One photo, five actual samples, and one representative sample were received by our quality team for investigation. The team performed breakout and sustaining force testing on the six samples to determine if there was a reason for the difficultly in pushing and pulling the plunger. All 6 samples passed testing; therefore the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The probable root cause could not be determined due to the samples passing the tests and the incident not being verified. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: based on the plunger breakout and sustaining force test result of samples returned, the plunger breakout force test was performed with actual samples determined to be max 1.962lbs, and representative sample determined to be max 0.254lbs, which had passed the product specification of 4.0lbs (max). The plunger sustaining force test was performed with actual samples determined to be max 0.932lbs, and representative sample determined to be max 0.135lbs, which had passed the product specification of 1.5lbs (max). The team was unable to confirm the customer experience.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 3ml ll 23ga 1-1/4in tw has been found experiencing 900 occurrences of defective stoppers before use. The following has been provided by the initial reporter: the stopper is difficult to be pushed and pulled.